Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2019 via tha for left oa with the stem (p/n: 900550210) and the head (p:n/ unknown). It was reported that after the primary surgery, the dislocation occurred repeatedly. On (B)(6) 2019, the revision surgery was performed by replacing the stem and head. The surgeon reduced the bone with the additional distal femur ostectomy. The surgeon fixed with a plate because the ostectomy part was instability. An implanted cup was zimmer biomet product, and the surgeon didn¿t replace it. The surgery was completed successfully. The surgical delay is unknown. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary:no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.